Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, tip detachment occurred. After withdrawal of the guide catheter and during withdrawal of the guide wire, the physician noticed a detachment of the distal part of the 2.25x16mm taxus liberte drug eluting stent system "without having carried out an excessive gesture of traction beforehand." The physician found the distal part of the stent outside of the patients body when they withdrew the guide wire. The second part was detached from the catheter. The stent was correctly placed in the patient. Patient status reported as "ok".

Manufacturer narrative:
Product analysis could not verify a tip detachment, however product analysis did reveal a polymer shaft separation. The delivery device with the balloon in a deflated state was received and a polymer shaft separation was observed. Visual examination of the catheter revealed a polymer shaft separation located 11 millimeters distally from the mid shaft bond site. Microscopic examination of the material surrounding the separation site did not reveal any inherent material deficiencies that would have contributed to the separation. It appears that the catheter was subjected to tensile forces exceeding the shaft tensile specification. As there is no mention of any catheter removal resistance during the procedure the exact cause of the shaft separation could not be determined. The manufacturing records for top assembly batch 8865613 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. A review of all information available for consideration at the time of this investigation was not sufficient to determine the exact cause of the shaft separation. The root cause will be documented as undeterminable.